Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure coil was removed") in a (B)(6) female patient who had essure inserted for female sterilization. The patient's medical history included anemia, hypothyroidism, nipple discharge, mastodynia and galactorrhea. Concurrent conditions included weakness, feeling abnormal, dizziness, cramp in lower abdomen, hyperthyroidism, uterine bleeding, pelvic pain, latex allergy, drug allergy, urticaria, rash, endometrial polyp, pain in elbow, bone pain, painful l arm, joint pain and wrist pain. Family history included thyroid disorder (mother, maternal aunt.) And breast cancer (maternal and paternal great aunts.). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, polypectomy, dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received: event medical device removal was added. Essure removal date and surgeries were added. Reporter was added. Medical history and concomitant conditions were added. Family history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hypothyroidism, nipple discharge, mastodynia, galactorrhea and diabetes. Concurrent conditions included weakness, feeling abnormal, dizziness, cramp in lower abdomen, hyperthyroidism, uterine bleeding, pelvic pain, latex allergy, drug allergy, urticaria, rash, endometrial polyp, pain in elbow, bone pain, painful l arm, joint pain, wrist pain, back injury and muscle strain. Family history included thyroid disorder (mother, maternal aunt.) And breast cancer (maternal and paternal great aunts.). Concomitant products included buspirone and levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced dental caries ("dental problems"). In (B)(6) 2014, the patient experienced depression (", psychological or psychiatric problems condition: depression") and anxiety (", psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, polypectomy, dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the dental caries, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, dental caries, depression, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2011, (B)(6) 2011. Product insertion date updated from (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information, rcc added. Product insertion date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of heavy menstrual bleeding ('menorrhagia'). In a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: anemia, hypothyroidism, nipple discharge, mastodynia, galactorrhea and diabetes. Concurrent conditions included: weakness, feeling abnormal, dizziness, cramp in lower abdomen, hyperthyroidism, uterine bleeding, pelvic pain, latex allergy, drug allergy, urticaria, rash, endometrial polyp, pain in elbow, bone pain, painful arm, joint pain, wrist pain, back injury and muscle strain. Family history included: thyroid disorder (mother, maternal aunt) and breast cancer (maternal and paternal great aunts). Concomitant products included: buspirone and levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dental caries ("dental problems"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, polypectomy, dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea was resolving. And the dental caries, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, dental caries, depression, dysmenorrhoea, heavy menstrual bleeding, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, date of implant: (B)(6) 2011. Product insertion date updated from (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, total bilateral occlusion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may 2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hypothyroidism, nipple discharge, mastodynia and galactorrhea. Concurrent conditions included weakness, feeling abnormal, dizziness, cramp in lower abdomen, hyperthyroidism, uterine bleeding, pelvic pain, latex allergy, drug allergy, urticaria, rash, endometrial polyp, pain in elbow, bone pain, painful l arm, joint pain, wrist pain, back injury and muscle strain. Family history included thyroid disorder (mother, maternal aunt.) And breast cancer (maternal and paternal great aunts.). Concomitant products included buspirone and levothyroxine. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced dental caries ("dental problems"). In (B)(6) 2014, the patient experienced depression (", psychological or psychiatric problems condition: depression") and anxiety (", psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, polypectomy, dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the dental caries, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, dental caries, depression, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of implant:??- (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Event:essure coil was removed were updated to abnormal bleeding (menorrhagia) new event: vaginal, dental problems:cavities, dysmenorrhea (cramping), psychological or psychiatric problems condition: anxiety, depression,vaginal discharge were added. Event outcome were updated: heavy bleeding, cramping. Lab data , medical history ,concomitant drug were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.